Event description:
Reporter alleged the lancet needle that is apart of the softclix lancing system used in the finger-stick blood glucose testing would not retract after it was used. No actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.